Manufacturer narrative:
Medical records were provided and are being reviewed. The device has not yet been received for physical evaluation and a plant investigation is in progress. A supplemental report will be submitted upon completion of the medical record review and the plant investigation.

Event description:
The patient's peritoneal dialysis registered nurse (pd rn) reported the patient called her during drain 1 on the night of (B)(6) 2014, reporting cramp-like abdominal pain and cloudy effluent. The nurse instructed him to switch to manual exchanges and add the loading dose of vancomycin 2 gm and gentamycin 80 mg., per a peritonitis kit provided during a patient training. He was instructed to save the effluent for culture and take acetaminophen for pain. The following morning, the nurse went to the patient's home to collect the effluent sample and noted it appeared clear. The patient reported he awoke feeling great with no complaints, but peritonitis was assumed. She checked all lines, plus his pd catheter, and couldn't find any leaks. She discovered that the end of the extension set that fits into the stay safe organizer is moveable approximately 1/2 turn at the visible seam where the two blue pieces are melded together to make the endpiece. The nurse said the patient observes aseptic technique, and she attributes the cause of the infection to a breach in the closed circuit due to the loose ends of the extension set. During treatment two days prior to the onset of symptoms, the patient had noticed a little fluid at the loose end but it was golden and could have been the betadine. He reportedly wiped it off with a bleach wipe and tightened the cap. During a follow-up on (B)(6) 2014, the patient denied any symptoms and said his effluent had been clear all week. He was instructed to use 1 gm of ip vancomycin during dwell and do the same the following day. The patient reportedly received intraperitoneal antibiotics for a week and is fine now.